Event description:
A customer reported an issue with their continuous glucose monitor, specifically citing a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump, and the customer plans to perform the reset and follow up if the issue persists.